Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a deformed shock coil which most likely occurred during the explantation procedure. No further deviations were noted which might have contributed to the clinical observation. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. These damages clearly indicate a shock delivery into an external short circuit. Due to this damage of the electronic module, the device could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include - but are not limited to - twiddlers syndrome, a subclavian crush syndrome or other lead insulation damages. Based on the results of the lead analysis and the complaint description, it is reasonable to assume that the clinical event resulted from the reported twiddlers syndrome. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. The analyses of the lead and the ICD did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 4 months, it was reported that the ICD could not be interrogated. The ICD and lead were explanted and returned to biotronik for analysis. There is also a note that the patient suffered from twiddlers syndrome.